Event description:
It was reported that a female who underwent a breast augmentation revision with an unknown mentor silicone prosthesis experienced left sided silent rupture post procedure. The issue of rupture was confirmed by ulterasound examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 07, 2024 indicated that the bilateral sonogram examination showed bilateral implant bubbles, and bilateral palpable implant . Tiny air bubbles within the implants bilaterally in the areas of palpable concern. H6 health effect - clinical code e2402: breast implant palpability/visibility. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Follow up: (5) in section h10, reported incorrect date of removals year. Correction: july 11, 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2024 indicated that health care professional confirmed contracture as the only diagnosis, therefore pec rupture was removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 15, 2024 indicated that the right side device information is as follow: sn: (B)(6). The patient also experienced bilateral capsular contracture grade iii, and visible bump on left breast, small bump on right breast. Ultrasound at tower radiology (B)(6) 2018 indicated that the bump is from the implants not the breast tissue. As a result, patient scheduled for bilateral removal on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 12, 2024 indicated that the suspect device identity is as follow: cat:3504751bc, sn: (B)(6). Date of implantation updated to (B)(6) 2023. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).